Manufacturer narrative:
One cadd administration set was returned for analysis and the sample was visually inspected under normal conditions of illumination. During the visual inspection, it was observed that the pump tube was raised and deformed. When the tube was connected to a pump to look for unusual function, the pump alarmed "pump won't run". A review of the manufacturing process was conducted to verify ant process that might cause a "reservoir volume empty" alarm even after filling. There were no discrepancies found. The most probable root cause for this issue is that production personnel damaged the pump tube in the clip occlusion assembly and was no detected in the visual inspection.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that this cadd cassette reservoir gave "reservoir empty alarm". It was reported that when the cassette ran out of medication, the customer filled 100 ml of medication (physiological saline solution + oxifast) in a new cassette and attached it to the pump. However the pump gave a "reservoir volume empty" alarm. The customer then did the following: turned off the pump and operated the pump again from the beginning. Replaced the batteries with another known good new ones. Replaced the pump with another one. Still the pump alarmed for "reservoir volume empty". Then the customer replaced the cassette and it was observed that the system went back to normal. There were no adverse effects to the patients due to the reported event.